Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm that was intended to be treated with the implantation of gore® excluder® aaa endoprostheses. It was stated that the trunk-ipsilateral leg device (rlt) was advanced and implanted without any issues. It was stated that due to a very challenging anatomy it was not possible to cannulate the contra gate of the device. Therefore, it was decided to convert the patient to open surgery. It was stated that the patient tolerated the procedure. Additionally, the physician pointed out that the rlt was working as expected and that the conversion was solely related to the anatomical issues.